Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound. The bench repair technician confirmed that the speaker assembly was damaged, the wires connecting to the speaker coil were broken. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a broken/faulty speaker. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that the speaker was defective. It was confirmed that the device emits no sound. It was unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.